Event description:
It was reported that there was blood leakage in the thermometer connection of the oxygenator. The leak was noticed during preparation, before going on pump. There was a blood leakage of a few milliliters (ml) and the user attempted to fix the issue by using additional cable ties but the issue remained, so the product was changed out. There was some delay due to changing out the product. There was a blood loss of a few ml during a pediatric case. There were no adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint was confirmed. Per supplier evaluation, the component met all quality requirements and was in good condition upon leaving the supplier's facility. The manufacturer reviewed the design specifications and confirmed that the layering met the necessary integrity requirements. Additionally, all applicable assembly procedures were verified to ensure they provided clear instructions for proper assembly and handling. A review of the electronic device history record (edhr) found no evidence of rework, process deviations, raw material issues, or failures during production. The final release documentation confirmed that the product left the facility with no identified quality concerns. Further investigation into the manufacturer's manufacturing and distribution processes, as well as incoming inspection records, confirmed that the product was received, processed, and shipped under normal conditions. Since the affected unit was not returned for further evaluation, a definitive root cause could not be determined by the supplier. The most likely potential root cause of the reported issue was determined to be damage incurred during the shipping and handling of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved a tubing pack with an fx05 oxygenator that had a leak develop at the thermowell connection. This occurred after prime but before cardiopulmonary bypass (cpb). The clinician attempted to mitigate the leak with tie bands but with no success. The tubing pack and oxygenator were changed out with new disposables. There was a delay but there was no harm to the patient. A picture of the oxygenator was provided by the user facility but the disposables were not returned to the manufacturer for investigation.